Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during use, a three way stopcock was put on the joint of a cuff pressure gauge and the pressure resistant tube. When a nurse removed the three way stopcock, the one way valve on the pilot balloon came off along with the stopcock. The patient required replacement of the tube and the sample was thrown out.